Event description:
Additional info has been received by medtronic ave. A 30-day post-implant follow-up CT scan has been completed and no endoleaks were reported. It was reported that there are no problems with the endovascular stent graft.

Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unk. It was reported that a final angiography demonstrated a type iii endoleak. A 16 mm diameter x 8.5 cm length iliac limb was implanted within the contralateral limb above the gate: however, the endoleak did not resolve. The iliac limb was dilated with two angioplasty balloons, and the endoleak improved slightly. It was reported that the pt would have a follow-up visit 30 days post-implant. No clinical sequelae were reported, and the pt is reported to be fine.